Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, approximately 14 years post implantation, a revision was performed due to the ¿insert post broke off¿. Responses to the clinical requests were not provided. S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported events. The patient impact beyond the reported post fracture and subsequent revision could not be determined based on the limited information provided. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a surgery had been performed on (B)(6) 2007, a genii const art isrt sz7-8 9mm broke off. The adverse event was addressed with a revision surgery on (B)(6) 2021. The condition of the patient is unknown.